Event description:
It was reported the pt had not charged her ipg in over 30 days and she consequently lost stimulation. The physician explanted and replaced the ipg. It was reported the issue was resolved as a result of the procedure.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Eval codes: method ¿ the device history and sterilization records were reviewed. Results - the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. The complaint that the battery was depleted was confirmed. As returned, the ipg would not communicate due to a depleted battery. The battery was recovered and the ipg communicated, charged, and was tested to mfg specs using the autotester. The ipg passed all tests. Per the event details, the pt stopped charging the ipg for over 30 days. According to the eon mini dfu review, there is adequate info for preserving the ipg when not in use. The dfu, page 79, the shaded area entitled "warning" states, "do not let an ipg battery remain depleted for an extended period of time. If a depleted battery is not recharged within 30 to 90 days of its full discharge, the charger may not be able to recharge it; and it will have to be surgically replaced to resume therapy." Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.